Manufacturer narrative:
The device was returned and analyzed. The returned device indicated an issue with the battery. This is a known issue and is associated with a formal investigation. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device displayed premature battery depletion and reached end of life status. Charge circuit timeout and inactive charge circuit was also reported. The device was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.